Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) touch frame printed circuit board (pcb). The unit then passed the extended self-test (est), the short self-test (sst), and performance verification test (pvt). The device operated within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator experienced an unresponsive touch screen. The ventilator was not in use on a patient at the time the malfunction occurred.